Event description:
On 03/26/2024, it was reported by a sales representative via (B)(4) that an ar-9597-20 angled reamer sleeve gets caught/stuck with ar-9676 angled reamer. This occurred during a case where an alternate set was used to complete the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9676 / batch 022129 was received for investigation. The reamer ar-9597-20 was received separately. Visual evaluation revealed that angled reamer had damage on the edges around the device and abrasion marks on the base. Functional testing with the mating part reveals that the device did not rotate freely due to the damage around the device. The most likely cause of this condition was excessive force/friction during use or insertion when the matting metal part was activated.